Event description:
It was reported that during a procedure a maestro 4000 controller was selected for use. The generator temperature could not increase above 28 degrees celsius and the error message m02 power limited, power setting was displayed. The generator power could not be increased above 50w. It was unknown if the procedure was completed. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Additional premarket / 510(k) # p980003, p020025 the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.